Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card. Pcr confirmation testing was performed and generated negative results (CT values not provided). Per the customer, the patient was asymptomatic and not exposed to covid. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.